Manufacturer narrative:
Concomitant medical products: ddmb1d1, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received a shock. Review of the remote monitoring transmission indicated that the shock appeared to be for atrial fibrillation with rapid ventricular response instead of the ventricular fibrillation detected by the device. Atrial undersensing was also noted on stored electrograms. The device and right atrial lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.